Event description:
The customer's mother called to report that the customer was hospitalized for high blood glucose levels of 600 mg/dl. Troubleshooting was not possible as the customer lost the insulin pump during the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.